Event description:
It was reported that the patient died.The patient had severe coronary artery disease with 90% blockage in the mid-to-distal left anterior descending (LAD) artery and 85% stenosis in the proximal right coronary artery (RCA), both with moderate calcification. A 32 x 2.25 mm Promus Elite MR drug-eluting stent was deployed in the LAD and a non-BSC stent was placed in the RCA. The procedure was completed successfully, and the patient was transferred to the critical care unit. Patient felt chest pain and went into cardiac arrest hour later. Cardiopulmonary resuscitation (CPR) was initiated and continued, but the patient did not recover. The patient was declared expired.

Manufacturer narrative:
INVESTIGATION RESULTS: DEVICE ANALYSIS FINDINGS: THE DEVICE WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. DEVICE HISTORY RECORD (DHR) REVIEW: IT WAS CONFIRMED THAT THIS DEVICE MET MANUFACTURING SPECIFICATION PRIOR TO DISTRIBUTION AND THERE NO MANUFACTURING DEVIATIONS WHICH COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. LABELING REVIEW: REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT. RISK REVIEW: A RISK REVIEW WAS PERFORMED, AND IT CONFIRMED THAT THE EVENTS ARE DEFINED IN THE RISK DOCUMENTATION. THESE EVENT TYPES HAVE BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. INVESTIGATION CONCLUSION: BASED ON THE AVAILABLE INFORMATION, THE MOST PROBABLE CAUSE OF THE REPORTED DEATH IS ADVERSE EVENT RELATED TO PATIENT CONDITION. THE PATIENT PRESENTED WITH CORONARY ARTERY DISEASE, INCLUDING 90% STENOSIS IN THE MID TO DISTAL LAD, 85% STENOSIS IN THE PROXIMAL RCA, AND MODERATE CALCIFICATION, WHICH REPRESENT SIGNIFICANT LESION COMPLEXITY. THE INVESTIGATION IDENTIFIED NO EVIDENCE OF A MANUFACTURING-RELATED ISSUE, NO EVIDENCE OF USE INCONSISTENT WITH LABELLED INDICATIONS, AND NO OBJECTIVE EVIDENCE OF DEVICE MALFUNCTION. THE AVAILABLE INFORMATION INDICATES THAT THE PATIENT UNDERLYING DISEASE STATE AND ANATOMY, INCLUDING SEVERE STENOSIS, CALCIFICATION, AND OVERALL LESION COMPLEXITY, WERE THE MOST PROBABLE CONTRIBUTORS TO THE REPORTED ADVERSE EVENT. ACCORDINGLY, THE AVAILABLE EVIDENCE SUPPORTS THAT THE REPORTED EVENT IS MOST LIKELY ATTRIBUTABLE TO THE PATIENT PRE-EXISTING DISEASE STATE AND ANATOMY, NOT TO A CONFIRMED FAILURE OR DEFICIENCY OF THE IMPLANTED DEVICE.

Event description:
IT WAS REPORTED THAT THE PATIENT DIED. THE PATIENT HAD SEVERE CORONARY ARTERY DISEASE WITH 90% BLOCKAGE IN THE MID-TO-DISTAL LEFT ANTERIOR DESCENDING (LAD) ARTERY AND 85% STENOSIS IN THE PROXIMAL RIGHT CORONARY ARTERY (RCA), BOTH WITH MODERATE CALCIFICATION. A 32 X 2.25MM PROMUS ELITE MR DRUG-ELUTING STENT WAS DEPLOYED IN THE LAD AND A NON-BSC STENT WAS PLACED IN THE RCA. THE PROCEDURE WAS COMPLETED SUCCESSFULLY, AND THE PATIENT WAS TRANSFERRED TO THE CRITICAL CARE UNIT. PATIENT FELT CHEST PAIN AND WENT INTO CARDIAC ARREST HOUR LATER. CARDIOPULMONARY RESUSCITATION (CPR) WAS INITIATED AND CONTINUED, BUT THE PATIENT DID NOT RECOVER. THE PATIENT WAS DECLARED EXPIRED.

Manufacturer narrative:
Investigation Results:Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk Review:A Risk Review was performed, and it confirmed that the events are defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation Conclusion:Based on the available information, the most probable cause of the reported death is Adverse Event related to patient condition. The patient presented with coronary artery disease, including 90% stenosis in the mid to distal LAD, 85% stenosis in the proximal RCA, and moderate calcification, which represent significant lesion complexity. The investigation identified no evidence of a manufacturing-related issue, no evidence of use inconsistent with labelled indications, and no objective evidence of device malfunction. The available information indicates that the patient underlying disease state and anatomy, including severe stenosis, calcification, and overall lesion complexity, were the most probable contributors to the reported adverse event. Accordingly, the available evidence supports that the reported event is most likely attributable to the patient pre-existing disease state and anatomy, not to a confirmed failure or deficiency of the implanted device.